Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted section e1 (email address): unknown/ not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, an infiltrate was observed together with the preloaded multifocal intraocular lens (iol), model drt300. Upon insertion into the eye, the lens unfolded and a white ¿puff¿ of material was released, which required removal using mst forceps. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: march 31, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the handpiece partially advanced and the cartridge tip was bent and cracked. No lens or ovd residue was present. No further issues were identified, and no alleged foreign material was found. No further evaluation was performed. The complaint issue "foreign material - loose" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.